Manufacturer narrative:
The instrument is currently within qc specifications with respect to controls (accuracy) and reproducibility (precision). A field service engineer (fse) was dispatched and discovered build up in the vacuum chamber so the fse bleached it. The fse also adjusted the conductivity calibration factor and verified the instruments operation. The root cause for no platelet clumps flagging based on the raw data analysis is that the specimen was not significantly abnormal to trigger a platelet clumps flag. The root cause for the erroneously low platelet count is unknown. Per the bci labeling, platelet clumps are a known interfering substance.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneously low platelet (plt) results generated by the unicel dxh 800 coulter cellular analysis system on a patient specimen without any instrument generated platelet flags. No erroneous results were reported out of the laboratory. The operator checked the specimen because of the low platelet results and the operator defined cl (low critical limit exceeded) flag. The same sample was rerun the next day and the instrument generated a # flag on all complete blood count (cbc) parameters. A manual smear was reviewed and many platelet clumps were seen on the smear. The customer did not perform a manual platelet count and reported the platelet results for the patient as adequate. There was no death, serious injury, or affect to patient treatment associated with this event.